Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can he had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
It was reported by the sales rep that the customer stated that the pressure is continually rising after approx. 2.5 minutes. Case was aborted. No patient consequences. Device to be returned. (Per telephone follow-up call with the facility's biomed: the procedure had started and was underway to some degree when the surgeon and the staff could not control the pump pressure; the surgeon had the staff replace the tubing several times in an attempt to correct the problem to no avail, the surgeon had the biomed come on board to aid in correcting the issue, the biomed replaced the tubing to no avail, when the biomed had exhausted all the possibilities within his expertise he and the surgeon decided not to continue with the procedure. The repair was not performed; the patient was kept overnight; the patient was released the next day; the patient will be re-scheduled for repair; they state that there is no patient harm and the patient is fine.